Event description:
The patient's stimulator battery was replaced earlier this year. Following the battery replacement the patient was not noticing any stimulation. The manufacturer's representative was unable to get the leads to function because they had apparently been fractured. The patient had a fall several months ago and landed on his right hip where the leads are located.